Event description:
Information received by medtronic indicated that the insulin pump had low battery battery alert. This second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported short battery life. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side near the corner of the belt clip rails. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool reveals that the following related alerts/alarms occurred around the event date: 104=low battery test -1 alert occurring on (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. Each alert is within the expected interval of 2 weeks of one another. The adapt tool also lists the following unusual pump errors: pump error 53 (filenumber 32107, linenumber = 458) occurring on (B)(6) 2021 @ 18:57, pump error 3 occurring at about the same time, and pump error 37 occurring on (B)(6) 2021 @ 18:55. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. After inserting a known good pcba2 and a known good pcba1 into the test case, the sleep current measurement fell within specs. After swapping the test pcba2 onto a known good pcba1 and then into the test case, the sleep current measurement read high, but after inserting a known good pcba2 onto the test pcba1 and then into the test case, the sleep current measurement fell within specifications. In summary, the customer¿s report of a short battery life was confirmed during testing. The high sleep current measurement is isolated to pcba2. In addition to this, pump errors 53 (filenumber 32107, linenumber = 458), 3, and 37 are due to problems that require hardware analysis. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.